Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. (B)(4).

Event description:
It was reported that the patient's audio processor failed in (B)(6) 2011. A new audio processor kit was to be handed over to the patient on (B)(6) 2011. On the same day, a routine fitting was carried out. The device was tested and 11 electrode channels showed in status hi. The one ok channel was in increased impedance. Previous testing also showed the electrode channels to be in higher impedance than average, about 10 kohm. The patient is multiple handicapped with alleged middle ear malformations. He also suffers from balancing problems.